Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: promus premier, mr, ous 2.75x24mm stent delivery system (sds) was returned for analysis. The crimped stent was damage on the distal end of the stent (4mm proximal of the distal end of stent). There were several hypotube kinks along the catheter length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to positive pressure. No issues were noted with the midshaft or polymer extrusion. There were no issues noted with the manifold. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-sept-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 1.5x20 balloon catheter, a 24 x 2.75 promus premier¿ drug-eluting stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.